Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and reported that the vent inop condition was not the reason this vent failed. The se reported that the o2 sensor failed calibration due to the shelf life was exceeded. The oxygen sensor was replaced and the unit passed all testing and operated within the manufacturing specifications.